Event description:
The customer reported to olympus during reprocessing, doctor could not see through the 4k camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the unit worked fine and passed all functional, image and leak tests. Additionally, minor coating on the cable was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
There was no delay reported and similar device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation could not determine the cause of the phenomenon. Olympus will continue to monitor the field performance of this device.